Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to the 400 (mg/dl) range for 2 days. Customer increased their basal insulin rate and administered correction boluses to treat bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.